Event description:
Internal data from the generator was received and reviewed.

Event description:
It was reported that the patient was found to have high impedance shortly after implantation. The generator was checked with a test resistor and high impedance remained, so it was concluded that the generator was the issue. A new generator was implanted, and the impedance was within normal limits. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional details regarding the surgery that occurred on (B)(6) 2025 were received noting that there was no visible damaged observed on the lead. The troubleshooting performed included re-inserting the lead pin and performing a diagnostic test and testing the generator with a test resistor. All of which resulted in high impedance.